Event description:
Customer reported lock errors displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and lubricated and cleaned the locking mechanism. System operates as intended.